Event description:
It was reported, that the patient presented for a scheduled procedure. Prior to the procedure, the left ventricular lead would not capture at max output. An x-ray was performed and revealed, the lead dislodged and was in the right atrium. Physician attempted to place a left bundle area pacing lead, but had difficulty, due to vascular anatomy. Eventually, a new lead was placed in the lateral coronary sinus branch. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment, and failure to capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.